Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2023-17343. Reference number: (B)(4).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon is burst, has v-shaped hole/cut near proximal balloon shoulder. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the event description, ''during valve deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon ruptured leaving the valve partially expanded. Efforts were made to keep valve in place by trying to expand valve enough to keep valve in place. Valve ended up embolizing into the aorta''. Additional information received states that the patient had a ''moderate'' amount of calcium present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon ruptured leaving the valve partially expanded. The valve ended up embolizing into the aorta. The valve was pulled back to the thoracic aorta with the delivery system, where it was expanded with multiple balloons. A second 29 mm s3 was prepared and deployed without incident. A stent was placed over the valve leaflets that remained in the thoracic aorta due to under sizing of the valve in that position. A successful closure of the femoral arteries and veins were done, and the patient was taken to the cardiac interventional unit for post care.